Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
During a pump refill, the amount of drug injected into the reservoir was not the same as the amount aspirated. The issue was observed one more time before it appeared to have corrected itself. Several minutes later, the patient's speech became slurred. Shortly after, the patient became sleepy and eventually fell asleep. The patient was able to be aroused but immediately fell asleep again. The patient was later sent home with their spouse. At the next refill, the expected reservoir volume was not the same as the amount aspirated. It was reported that the volume difference was likely the result of the previous issue on (B)(6) 2015. There have been no additional issues during subsequent patient visits and the patient is doing well.